Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported the pt was implanted with an elevate anterior and apical prolapse repair system on (B)(6) 2012. The prolapse recurred after the device was placed. The physician planned to schedule surgery for a robotic scp procedure.